Event description:
I had zoom whitening done on my teeth by da vinci teeth whitening systems and the next day, my gums were bleeding and swollen. My lips were swollen. I have not been in such pain before. I went to the dentist, and he said it was not applied right. I have not been able to eat or sleep because of the throbbing pain, and I can't even brush my teeth because it's like using a wire brush. You might consider you are letting them apply this whitening gel and if its being done right, and by people who know what they are doing. Their flyer said they were FDA approved; you might rethink this. Thank you for your time, frequency: 15 mins; route: top. Dates of use: 2008, 15 mins. Diagnosis or reason for use: teeth whitener. Event abated after use stopped or dose reduced: #1 and #2: no.